Manufacturer narrative:
Concomitant product: product ID 97714, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported a consumer implanted for spinal pain and non-malignant pain had a cervical implantable neurostimulator (ins) implanted on (B)(6) 2016, and at that same time had an ¿anterior/posterior fusion.¿ prior to the cervical implant, the patient had a thoracic stimulator with the sensor enabled that only targeted the legs and feet, but since the cervical ins was implanted there was a sudden change in stimulation location/sensation, and the thoracic stimulator was targeting the c-spine as well, even when the c-spine ins was off. It was noted when the c-spine ins was on and the thoracic ins was off the consumer still felt stimulation the feet and legs. The consumer was still recovering from the surgical procedures and had post-operative neck and shoulder pain. As of (B)(4) no additional troubleshooting had been completed. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.